Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, had a tower door keep failing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 kept failing. A field service engineer found that the tower doors were not failed upon arrival. The field service engineer ran diagnostics and tested all doors, opened the center column, applied grease on all latch tabs, and retested in diagnostics to resolve the issue.